Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 1. The home patient (hp) drained 5208 ml. The fill volume was 2500 ml which meets iipv criteria. No patient injury or medical intervention was reported. On (B)(6) product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of an iipv on the homechoice (hc) device found during evaluation. The nurse was informed of the probable cause of insufficient drain. Use error, inappropriate bypass of the initial drain. The nurse confirmed there was no patient injury or medical intervention associated with this report and the home patient was doing well with the following treatments.

Manufacturer narrative:
(B)(4). Performed evaluation method 3 per (B)(4) for reported issue of malfunction: during evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 1. The home patient (hp) drained 5208 ml. The fill volume was 2500 ml which meets iipv criteria. No patient injury or medical intervention was reported. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, probable cause: insufficient drain. Use error, inappropriate bypass of the initial drain. Device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv/over delivery.